Event description:
The pt was hospitalized for evleated blood glucose levels and dehydration.

Manufacturer narrative:
The pump was evaluated at the hospital by an animas clinical rep and found to be functioning properly. The evaluation also found that the cartridge and infusion set contained air. The certified diabetes educator determined that this was the result of the pt using improper technique when filling the cartridge with insulin. The pt received additional training and has continued to use the pump with no reported subsequent events. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications and the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.